Event description:
During the retrieval of an unknown optease implanted in the ivc, the vista brite tip and a snare catheter were inserted into the patient via the left femoral artery. The ivc filter was withdrawn by the snare catheter; however, the ivc filter got stuck with the distal tip of the vista brite tip so the ivc filter could not be pulled into the guiding catheter. The vista brite tip was removed from the patient and it was found that its distal tip was compressed. Therefore, a new guiding catheter was used instead. The ivc filter was retrieved by using the new guiding catheter and the snare catheter. The procedure was finished successfully. There was no patient injury reported. The device was prepped per IFU instructions. There were no anomalies noted prior to the devices being introduced into the patient. The targeted vessel was mildly tortous, but there was no calcification at the ivc. The optease will be returned for analysis with the brite tip guiding catheter.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during the retrieval of an unknown optease implanted in the ivc, a vista brite tip and a snare catheter were inserted into the patient via the left femoral artery. The ivc filter was withdrawn by the snare catheter; however, the ivc filter got stuck with the distal tip of the vista brite tip so the ivc filter could not be pulled into the guiding catheter. The vista brite tip was removed from the patient and it was found that its distal tip was compressed. Therefore, a new guiding catheter was used instead. The ivc filter was retrieved by using the new guiding catheter successfully. There was no patient injury reported. The device was prepped per IFU instructions. There were no anomalies noted prior to the devices being introduced into the patient. The targeted vessel was mildly tortuous, but there was no calcification at the ivc. The optease will be returned for analysis with the brite tip guiding catheter. (B)(4): a non-sterile optease vena cava filter was received for analysis inside a plastic bag. Per visual analysis, filter / filter barbs/ retrieval hook were inspected and no anomalies observed. No review of the manufacturing documentation associated with this lot was possible since no lot number was provided. The complaint reported by the customer ¿thrombectomy systems- filter- retrieval difficulty-unable to pull into retrieval catheter/gc¿ could not be evaluated during product analysis as no anomalies were observed in the filter structures. The complaint reported by the customer ¿catheter (body/shaft)- compressed/crushed¿ was confirmed. However, the cause of compressed condition found at distal tip of the catheter could not be conclusively determined during the analysis. The IFU instructs to push the snare shaft forward gently to open the snare loop caudal of the optease retrievable filter retrieval hook. The loop is then slowly advanced forward over the optease retrievable filter apex. Reduce the loop diameter by advancing the snare catheter while simultaneously pulling backwards the snare until the loop engages the filter retrieval hook. Note: ensure that the loop of the snare has properly engaged the retrieval hook and that the retrieval hook, retrieval catheter and snare are aligned. The marker tip of the snare catheter must be caudal to the filter hook. There must be a clear distance between the marker tip of the microvena snare catheter and the denser end of the optease retrievable filter apex. Always maintain tension on the snare to prevent disengagement of the snare loop from the optease® retrievable filter retrieval hook. While keeping tension on the snare, ensure that the filter and snare catheter are in line with the optease retrieval catheter. Pull the snare catheter approximately 5 mm backward to allow the loop to align with the filter. While keeping tension of the snare, advance the optease retrieval catheter over the filter hook (figure 4). Continue advancing the optease retrieval catheter over the filter until the filter is completely collapsed inside the optease retrieval catheter. Precaution: do not push the snare catheter against the retrieval hook prior to the advance of the optease retrieval catheter over the filter. Too close contact between the snare catheter and filter retrieval hook can cause friction of the filter tip in the optease retrieval catheter. Based on the information available for review it is not possible to determine what factors may have contributed to the damages found in the guiding catheter resulting in the inability to retrieve the filter into the guide catheter. However, procedural factors are likely contributing factors to the events reported. Neither the product analyses results nor the DHR review results suggest that the reported event is related to the manufacturing process. No corrective and preventive actions will be taken at this time.